Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer purchased a replacement probe, which will be sent directly to the customer for installation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on february 10, 2007. Based on qa assessment, the product met specifications at the time of release. With the information received, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the diagnostic instrument generated erratic values during an exam. The measurement was completed using an alternate system. There was no harm to the patient.